Event description:
The customer reported having high blood glucose of 440 mg/dl, she has treated with manual injections and her glucose level dropped to 324 mg/dl. The customer stated that insulin was leaking into the reservoir compartment. The customer stated that she changed the infusion set three times at night, but was using the same reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.